Event description:
Nurse anesthesia graduate student found a flaw in the keyed vaporizer refilling system. Without excessive force, rptr mistakenly screwed a isoflurane adapter onto a sevoflurane bottle and collar. This led to the accidental filling of a draeger vapor 2000, isoflurane vaporizer with sevoflurane. No pt harm occurred because the discrepancy in colors and medication labels was noted. The vaporizer was taken out of service prior to pt use. Upon the request and guidance of faculty advisors rptr has written a letter to the editor of the aana journal describing the potential for medication error. Despite safety features such as keyed filling devices and color coding of vaporizers, filler devices, and medication bottles, the hazards of delivering an inappropriate dose of volatile anesthetic agent are avoidable only using automatic agent identification. A solution to this ability to mismatch adaptors and collars might be a change in the threading of the bottle top. Another measure would be for the MFR to change the angles of the notches on the bottle collar and keyed adapter.